Event description:
Outer lumen not flushing or irrigating unable to insert in patient. No patient harm occurred anther farawave 31mm was opened to complete the case. Manufacturer response for ablation catheter, farapulse farawave 12fr (per site reporter).